Event description:
The manufacturer received information alleging the screen locked out on user when it was in use. The user did not lock it out, but the unit just locked itself. There was no harm or injury reported. Customer biomed has advised the unit now appears to be functioning correctly. Manufacturer remote engineer (rse) advised customer to reference page 60 of the ev300 clinical manual for locking and unlocking the screen and provided part numbers of potential replacement parts. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created.